Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted that the silicone tubing was twisted approximately 3/4 inches from the end of the tubing and the tubing was separated from the female connector. There were markings observed on the tubing indicating the tubing was positioned on the female connector. Due to the separation of the set no functional testing could be performed. The cause of the issues was determined to be the twisted tubing which was in the location that would have been beneath the white twist clamp, possibly occurring during the assembly process. The reported condition was verified. The pressure from the syringe applied during the therapy attempt is the most probable cause for the separated tubing from female connector as the tubing to female connector is a friction fitment. The separation of tubing from female connector would have caused a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking from the twist clamp. This was observed during use of the device of peritoneal dialysis therapy. The leak was further described as "resistance is met when a syringe is applied and saline solution was observed coming out of the walls of the twist clamp¿. There was no patient injury or medical intervention associated with this event. No additional information is available.